Event description:
Device has been explanted.

Event description:
Patient reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and wear abrasion, leak test was performed and found opening on the device. A microscopic analysis was performed which identify crease sharp opening in the posterior and around the opening have non-penetrating nicks. Based on the device analysis the final assessment is a sharp crease opening in the posterior side assessed as surgical damage, and non-penetrating nicks.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.